Event description:
Customer reported the cv% (coefficient of variation) for the reticulocyte parameter of the latron control was outside specifications when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified two leaks within the analyzer that caused the latron failure. The operator was wearing gloves, eye protection and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no impact to patient results. This was a backup instrument. When controls did not meet specifications, the customer took the analyzer out of service. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found two leaks. The first leak was a hole in the pneumatic line into the differential mixing chamber. He replaced the pneumatic line which fixed the leak. The second leak was a hole in the latron line. He replaced the latron line which fixed the leak and addressed the latron failures for the reticulocyte parameter. The leak shorted out the differential module solenoid at pinch valve vl52 not allowing the differential sample line to close causing voteouts (non-numeric results) for the reticulocyte parameter. He replaced vl52 and the differential sample line to address the reticulocyte voteouts. The repairs were verified per established procedures. (B)(4).